Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: swollen lymph nodes.

Event description:
Patient reported experiencing concern with the product, "stabbing pain in my breast, pulling and tightness of the chest," "numbness," and "swollen lymph nodes." Additionally reported were the following which have been deemed not related to the device: pulmonary embolism, joints and muscle pain, chest pain, extreme fatigue, gi distress, high blood pressure, watery eyes and runny nose, brain fogged, anxiety (generalized), hair loss, urinary frequency, and sleeplessness, lumps under my skin, palpitations, numbness and tingling in the lips gum and tongue, tingling fingers and toes, and migraine. Affected side is left. The device remains implanted.